Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they customer did alleges insulin pump was under delivering. Customer¿s current blood glucose was 19.6 mmol/l at the time of incident customer stated that the insulin pump was not pushing insulin out and displacement test was carried out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, and displacement test. No drive anomalies noted. The motor was tested outside the device and passed. Device received with minor scratched display window and case.